Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number: 385100 and lot number: 3152068. A complaint history check was performed, and this is the 1st related complaint reported with leakage with lot#: 3152068 regarding item: 385100. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: when the nurse seals the patient, she finds that the infusion connector is leaking. In addition, the liquid leakage occurred after the product had been used for 4 days. The customer discarded the product after noticing the liquid leakage. The product information provided is for the product in the same package, and the sample cannot be returned. Replace the connector.